Event description:
It was reported that during open-heart surgery, the patient¿s right atrial (ra) and right ventricular (rv) leads became dislodged. Both leads were explanted and replaced, and the procedure was completed successfully. The patient condition was stable.